Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient experienced ineffective therapy. X-ray imaging revealed that the lead had migration and fractured. As such, surgical intervention took place on (B)(6) 2025 wherein the physician was unable to replace the lead due to patient anatomy. Hence, the entire system was explanted and replaced with a scs system to address the issue. During the explant procedure the physician was unable to explant the entire lead. A portion of the lead remains implanted (related manufacturer reference number: 1627487-2025-00667). Reportedly, therapy was restored post op.

Manufacturer narrative:
The report of ¿ineffective stimulation¿ was not confirmed. Analysis of lead a did not identify any broken wires or anomalies, and the lead passed continuity resistance testing and isolation resistance testing. Review of the event details found that an x-ray was performed and showed a dislocated and fractured lead. Confirmation of lead migration by the lab cannot be made with product testing as this issue is commonly caused by some forms of physical activity, which can include trauma, such as falls and accidents. The report did not state if the patient had any falls or trauma prior to the reported event. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformances noted that could have contributed to this issue.